Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap pro biflex device's sound abatement foam. The reporter alleged of having lung disease, reduced cardiopulmonary reserve. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was returned to the third-party service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device found the evidence of dust contamination had been observed. Section g3 and h6 have been updated in this follow up report.

Manufacturer narrative:
Box h: conclusion code grid updated.